Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was presented with l4 burst fracture and underwent spinal fusion procedure. Post-op, the screw at the right side of l5 was broken. Patient underwent revision surgery for removal of the screw. No patient complications were reported as a result of the event.

Manufacturer narrative:
Device evaluation: no immediately adjacent pre-existing surface defects identified that could contribute to crack propagation of fracture. Fracture surface examination of the fractured screw identified progressive striations or beach marks through the cross-section of the rods until subsequent mechanical failure. The fracture does appear to be the result of cyclic fatigue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post op x-rays and CT for l3-5 minimally invasive pedicle screw fixation for l4 burst fracture. Presumably this instrumentation was placed as an internal brace for the fracture/ no interbody graft was present and we would not expect bony fusion across 3 vertebral bodies. External hardware failure is expected with this construct given the biomechanical mobility of the spinal segment in a young patient. If information is provided in the future, a supplemental report will be issued.